Event description:
To summarize this event, the 6f amplatzer torqvue 45 delivery system sheath tip detached and became stuck between the two discs of the amplatzer muscular vsd occluder.

Event description:
Discordant advia 120 white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) results were obtained on 3 pt samples while the instrument was being used in manual mode. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. A few days later, discordant results were obtained again on one pt sample. There was no pt intervention or adverse health consequences due to the discordant advia 120 results.

Manufacturer narrative:
Corrected data: through follow up with the health-care provider via fax, the operative report of 2009 was received. It was learned that the device was explanted due to systolic anterior motion, and not insufficiency as previously reported.

Event description:
In 2009 (six days after installation), the customer reported that, upon turning-on the cobas ampliprep instrument, smoke/sparks/flame was observed on the printed circuit board reagent rack indicator within a cobas ampliprep instrument which also partially melted the plexiglass cover for the printed circuit board reagent rack indicator. The smoke/spark/flame was isolated to the printed circuit board reagent rack indicator and there was no injury to personnel or additional damage to the cobas ampliprep instrument.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.1 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral insufficiency.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. A copy of the operative report was also provided; however, it was for the wrong surgery date (2009, when the device was implanted). Unfortunately, the device is unavailable for evaluation. A device history record review is currently in process.